Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted, however no other anomalies were found.

Event description:
It was reported during the implant procedure that there was difficulty placing the lead. As the lead was removed from the sheath, and the sheath exchanged for a larger one, the proximal coil of the lead appeared to be separated. The lead was not implanted. No patient complications have been reported as a result of this event.